Manufacturer narrative:
Results: a sample was not returned for evaluation, however, the customer returned a photo of the affected device. A photo evaluation confirmed a crack on the barrel of a used syringe. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6256737. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Additionally, our quality engineer notes that although it is possible that the crack observed on the barrel of the syringe may have resulted from an equipment jam or a feeding issue during assembly, it is unknown as to where the fracture originated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the chemotherapy medication azacitidine sprayed out of a crack in a 3 ml bd luer-lok¿ syringe and sprayed into the user's face. The user needed an eye wash due to the incident.